Event description:
The customer reported that the system intermittently displays "low ma' messages. No injuries were reported.

Manufacturer narrative:
This MDR is related to ge heathcare (B) (4). The ge service rep completed a filament calibration. The system is working as intended.